Manufacturer narrative:
The technician found the hydraulic valve for the head section was stuck. The technician replaced the head up hydraulic valve to repair the bed.

Event description:
Information received indicates the head section will not articulate up.